Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product " and " capsular contraction baker grade iii/IV". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Deflation-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. White calcification observed in the surface of the shell. Observed opening on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product " and " capsular contraction baker grade iii/IV". The device remains implanted.